Manufacturer narrative:
Replacement part shipped (B)(4) 2012. RMA issued for field generator. Investigation finds the tca cable ran in navigate mode for 6 hours and was flexed multiple times over test period. The navigate tab showed communication with system entire time and all coils were green. The tca cable passed the peg board test with an error of 2.21mm. It is fully functional.

Event description:
A medtronic (B)(4) representative reported that while in a fess procedure, they had issues with tracer and pointmerge. The tracer pattern was correct and the dots seemed good, however, when the software lined up the pattern, it failed. In pointmerge the accuracy was off once it passed using point merge technique. The procedure was completed with the use of the fusion navigation system. There was no impact on patient outcome.